Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and have a dislodged cable crimp from its normal position. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument tip was not moving efficiently. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument moved in an unintended direction and was shaky or had friction. The issue occurred in the surgeon¿s head inside the surgeon console. The surgeon removed their hands from the hand controls when the issue occurred. The issue was resolved during procedure when team replaced the instrument. There was no injury to the patient.